Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -11.0 diopter, implantable collamer lens tore during loading. There was no patient contact and a backup lens was implanted. Cause of event is unknown.

Manufacturer narrative:
Device evaluation : lens was returned in liquid, inside lens vial. Visual inspection found one of the haptics torn. Claim# (B)(4).